Manufacturer narrative:
Further information was provided that the mains light was on when the defibrillator was not plugged in.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device is not charging. There was no reported patient involvement.